Event description:
The customer contacted abbott regarding the cell-dyn sapphire hemoglobin syringe used on the cell-dyn sapphire hematology analyzer. The customer reported observing "syringe fail to home" error message on the analyzer ten days post installation. The customer replaced the syringe and immediately observed the "syringe fail to home" error message. The abbott customer technical advocate (cta) suggested the customer replace the syringe again, and if the issue persisted, the customer was instructed to call back and abbott field service would be sent to the customer facility. A few days later, the customer was contacted by abbott to follow up. The customer reported, the syringe was replaced as instructed and the issue was resolved. The abbott cta requested the return of the failed syringe for failure analysis. There was no impact to patient management reported by the customer.

Manufacturer narrative:
(B)(4), concomitant medical products: cell-dyn sapphire hemoglobin syringe, list # 8h49-02. The customer used the suspect device at the customer facility. This follow up MDR for remedial correction 2919069-8/6/07-004-c is submitted late. The cell-dyn sapphire hemoglobin syringe, list number 8h49-02, was manufactured on 30 april 2007 and was identified by the vendor to have been manufactured with insufficient or inconsistent amount of silicone lubricant applied to the tip of the syringe plunger. The affected syringes with a package date of 08 may 2007 through 25 june 2007, caused the cell-dyn sapphire analyzer to generate an error message upon installation of the syringe or shortly thereafter. The cell-dyn sapphire hemoglobin syringe was distributed for the cell-dyn sapphire analyzer only and did not impact other cell-dyn analyzers. The issue was resolved when a new cell-dyn sapphire hemoglobin syringe, list 8h49-04, was manufactured by a new vendor and released for distribution on 10 february 2009.

Event description:
It was initially reported that the device was explanted after an implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue. Per the operative report two weeks earlier, a 36 mm edwards ring was implanted. "Tee as the patient was briefly unloaded did show about a 2+ central leak and this was judged to be not acceptable so the patient was rearrested with an antegrade dose of cardioplegia. Left atrium was reopened and the ring was removed." The ring was replaced with a smaller size ring.

Manufacturer narrative:
The cell-dyn sapphire hemoglobin syringe is used on the cell-dyn sapphire analyzer, an automated hematology analyzer. The vendor for the cell-dyn sapphire hemoglobin syringe, list number 08h49-02 provided abbott laboratories with an improved version of the syringe, which was released for use on 5/8/2007. The vendor sent a letter to abbott stating the hemoglobin syringes with a specific manufacturing code, were assembled with insufficient or inconsistent amount of silicone lubricant applied to the plunger tip. The absence of sufficient lubricant causes premature failure of the syringe, which generated "syringe failed to home" error messages upon installation on the cell-dyn sapphire analyzer or shortly thereafter. In response to the vendor's letter, abbott internal nonconformance was addressed via stock sweeps to segregate non-conforming product in inventory. A world wide quality hold was issued 22 june 2007 to remove suspect product from the distribution system and a customer letter was generated to users of the cell-dyn sapphire analyzers. The defective syringes were identified in the customer letter as those packaged and shipped between 08 may 2007 and 25 june 2007. A review of abbott's complaint analysis system from january 2007 to present did not indicate an adverse trend for hemoglobin syringes. As the affected syringes did not meet the vendor's internal lubricant requirements, the vendor provided the following corrective actions: vendor employee retraining for syringe lubricant application was completed on 6/19/07. One hundred percent part inspection of the syringe will be performed and inspection results will be attached to the syringe shipment. Abbott syringe specifications were defined for use by the vendor. Certification documents are attached on every shipment of syringes. This is the final report.